Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft fracture occurred. The physician began loading the 2.50x20mm express2 monorail coronary stent delivery system (sds) on the .014 guide wire already in place in the coronary anatomy. The distal end of the stent catheter was advanced into the sheath and as the physician was pushing forward, the hypotube or proximal end of the shaft fractured inside of the guide catheter. Everything was retrieved easily and the procedure was completed with another device. No pt complications were reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.